Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff test, it was found that the tracheal cuff had a leak. It was indicated there was no patient I involvement.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation and visual examination confirms that the stylet wire has not been returned. The returned unit was deflated without any issue and it was inflated/deflated three times and no restrictions noted. The reported condition could not be detected. The most probable root cause is the adaptor was not fully depressed during the deflation stage of the process. If information is provided in the future, a supplemental report will be issued.